Event description:
The patient had been deemed unsuitable for surgery as the patient had a blocked circumflex, a very small rca, and a stenosis in the lad. During the initial pass, the guide wire became approx 3/4 of the way down the lad when it entered a tortuous area, at which time the guide wire became stuck. The guide wire was twiddled and torqued to try and dislodge it, but the guide wire began to unravel. Antoher attempt was made by another physician who joined the procedure, and this physician did not withdraw the guide wire with excessive force and there was not a time when the guide wire was felt to snap. The guide wire continued to unravel and the main body of the guide wire was removed. The long filament was seen to extend into the ascending aorta over the arch and down to the descending aorta. Various attempts with various snare removal devices were attempted by one of the physicians. The filament was eventually snared, but then it snapped. The remaining filament was then stented to the wall of the lad, but remained free in the mainstream and a small length protrudes into ascending aorta.